Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was programmed to infuse intravenous immunoglobulin g (IV igg) 10% 30,000mg in 300ml contained in a glass bottle, through a vented secondary set. However, it was observed that the IV igg did not infuse even though the device showed that it was infusing and there was no alarm. The infusion was programmed through device interoperability with electronic medical record (emr) epic systems and was noted that the programming was correct. IV igg was finally infused when the rn clamped the primary tubing and the primary bag was hung lower. The infusion was delayed for 2 hours but the rest of the treatment went according to the plan. There was no injury to the patient and no adverse effects.